Manufacturer narrative:
(B)(4). Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
It was reported that the reservoir compartment was cracked. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.